Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device. Furthermore, the customer checked their glucose level, which was 40 mg/dl. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). They became incoherent and stopped answering questions. When the customer¿s caregiver came out of the shower, the customer had passed out. The caregiver called emergency medical services (ems) due to the customer losing consciousness. Upon arrival at the hospital, their glucose level increased to 70 mg/dl. The customer was given an IV, and healthcare professionals ruled out a stroke. They were kept overnight for observation and were advised to stop using short-acting insulin. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading results of 255 mg/dl, 209 mg/dl was compared to a competitor brand meter result of 190 mg/dl, 109 mg/dl. The length of wear was 2 days . When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.